Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implantable pulse generator (ipg) change out procedure the insulation was damaged on the right atrial (ra) and right ventricular (rv) leads. The ra lead was capped. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) change out procedure the insulation on the right atrial (ra) and right ventricular (rv) leads was damaged by inadvertently being cut. The ra lead was capped. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.